Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was auto discharged but was still admitted and not showing up on pyxis. A technical support specialists dialed into the database server and gathered the medical record number and visit identification number of the patient. The tss determined that the patient was first preadmitted and later had another admission that was automatically discharged the same evening. The tss found that a temporary profile was also created for the patient later that night. The tss noted that the facility was operating under downtime, which placed the station under critical override. The tss advised the facility to contact to request that the active directory team merge the preadmitted and temporary profiles and send a new admit message once downtime ended. Tss raised good faith attempts to the user for the confirmation of issue resolved or not and no response was received. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that a patient who had been auto discharged was still appearing as admitted but was not showing up on the pyxis system. The patient had been pre-admitted on the morning and was later auto discharged at night under a different profile. To access the patient medications, the user temporarily created a new profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.